Manufacturer narrative:
The insulin pump passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners. The insulin pump was received with broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had motor error alarms while priming. Customer stated the insulin pump was not exposed to high magnetic field. The customer also reported they were able to complete the rewind sequence on the insulin pump. Customer's blood glucose was 184 mg/dl. The insulin pump will be returned for analysis.